Event description:
Information provided states that during a distal bunionectomy the drill bits used would not go through the bone. One of the guide wires used in the case broke and was left in the patient's right metatarsal. The surgery was completed using a different product. No additional surgery required.